Event description:
A foley catheter was inserted by the nurse. The nurse then noted that the catheter would not advance or pull back. The nurse used a syringe to ensure there was no air or fluid in the catheter's balloon. No air or fluid was withdrawn. An x-ray was obtained, and the physician removed the foley catheter. The physician noted that the catheter's balloon was not completely deflated.